Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a blood glucose of 200 mg/dl and he gave himself a bolus. Customer stated that 2-3 hours later, his blood glucose was 600 mg/dl. Customer stated that underneath the tap, the cannula was bent. Customer was recommended to go to the emergency room. Customer gave a manual bolus and his blood glucose went down to 400's mg/dl and then the 300's mg/dl. Customer did not go to the hospital. Customer was advised that it was best to keep the insulin pens as a back-up plan.